Manufacturer narrative:
Malformed clip. Eval summary: the analysis results for the instrument found that it was returned in good visual condition. The instrument was returned partially cycled, with the jaws closed and one bypassed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. After releasing the jaws, the instrument fed and formed five conforming clips, and one double feed. The instrument jaws opened as intended during functional testing, and no anomalies were noted with the functionality of the device. The instrument locked out as intended but the orange indicator did not show up completely. A corrective action has been initiated to address the root cause of the findings. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.